Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included complication associated with device, pelvic pain female, uterine bleeding, penicillin allergy, rash, amenorrhea secondary, cbc normal, hemoglobin abnormal, bun normal, creatinine abnormal nos, fever, loose stools, anxiety, asthma, bipolar disorder, neck pain, chronic headaches, depression, dysmenorrhea, esophageal reflux, gastric bypass, knee arthropathy, gastric banding, morbid obesity, post-traumatic stress disorder, sleeve gastrectomy, substance abuse, vitamin d deficiency, colonoscopy and hernia repair. Previously administered products included for an unreported indication: albuterol, duloxetine, topiramate, prazosin and hydroxyzine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral),removal of essure implants, hysterectomy total abdominal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Pregnancy test urine - on an unknown date: not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included complication associated with device, pelvic pain female, uterine bleeding, penicillin allergy, rash, amenorrhea secondary, cbc normal, hemoglobin, bun normal, creatinine, fever, loose stools, anxiety, asthma, bipolar disorder, neck pain, headache, depression, dysmenorrhea, esophageal reflux, gastric bypass, knee arthropathy, gastric banding, morbid obesity, post-traumatic stress disorder, sleeve gastrectomy, substance abuse, vitamin d deficiency, colonoscopy and hernia repair. Previously administered products included for an unreported indication: albuterol, duloxetine, topiramate, prazosin and hydroxyzine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral),removal of essure implants, hysterectomy total abdominal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Pregnancy test urine - on an unknown date: not provided.. Most recent follow-up information incorporated above includes: on 9-nov-2020: mr received: lot number, medical history, lab data, reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Date of explant added. This case was upgraded from other event to incident. Event injury was updated to pelvic pain. Following events were added: abdominal pain, dysmenorrhea (cramping), psych injury, migraine, headaches and fatigue. Reporter information was updated. Lab data was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.